Event description:
It has been reported to us that the physician had difficulty inflating the inflation device during the procedure. The physician was using the device during the procedure. The physician connected the inflation device to a balloon catheter. The physician attempted to inflate the balloon, however the balloon would not respond when required. The physician inspected all the connections and attempted a second time to inflate the balloon uising the inflation device. Teh balloon started to inflate, however very slowly. The patient had become very ischemic while the difficulty with the inflation device.